Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.0/+4.0/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon noted lens rotation. Reportedly, the lens was repositioned on (B)(6) 2018 but that did not resolve the problem. On (B)(6) 2018, the lens was exchanged with a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic bent. (B)(4).